Event description:
Empyema of the right knee joint, rheumatoid arthritis, subfebrile temperature (slight temperature), swelling of knee, pain in right knee, knee effusion, knee movement markedly reduced, subcutaneous infrapatellar haematomas. Info was rec'd on 08 february 2007 from a physician regarding a female pt with a medical history of gonarthrosis, right knee articular space narrow, and left knee total endo prosthesis who experienced empyema of the right knee joint, rheumatoid arthritis, post-surgery subfebril, heart slightly enlarged, right movement and narrowing of trachea, bilateral calcified struma nodes, degenerative changes of thoracic spine, partial synostosis, retrostenal struma. The pt began treatment with synvisc on an unknown date. The pt rec'd three synvisc injections into her right knee, the first injection was performed in 2006 and the third injection was two weeks later. Six teen days later, the pt experienced knee swelling and pain due to the swelling. The pt did not feel ill nor had fever. The knee was bandaged on an unknown date by a third physician. The physician reported that the pt experienced "pre surgery no fever or illness only pain due to the swelling in the knee." The pt experienced "post surgery subfebril" temperature. The pt was hospitalized. It was reported that the pt had pain in the right knee at rest and on movement, without clear overheating. Two small subcutaneous infrapatellar hematomas were found as well as moderate effusion from the knee joint. Pus was obtained following aspiration of the knee joint. Articular lavage and removal of effusion were performed and synovial fluid was tested. No bacteria were found. An antibiotic treatment was administered and the drainage was removed. It was further observed that the pt had bilateral ventilation of both lungs with smooth diaphragm contours. The lungs were free of foci-forming and segmental infiltrates. The heart was slightly enlarged on left side and there was no apparent congestion. It was reported that there was a right movement and narrowing of the trachea in the region of the upper thorax aperture with two calcified bilateral struma nodes, right more than left, as in retrosternal struma. The thoracic spine was marked with degenerative changes as well as partial synostosis in the region of numerous segments. The intensity and relationship between the adverse events and synvisc were not provided per the physician. Knee bandaged and injected a drug (unspecified), articular lavage, removal of effusion, arthroscopic joint lavage, taking of a swab and insertion of a rinsing-suction drain, clinamycin; aredia. Pain control advice involving aredia infusion therapy.